Event description:
It was reported that the dso (downstream occlusion) seal was found to be ripped and bubbled during testing. This failure mode may lead to fluid ingress into the pump which will interrupt therapy during infusion if it recurs.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.